Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process. Mwr-(B)(4) submitted for adverse event which occurred on (B)(6) 2011. Mwr-(B)(4) submitted for adverse event which occurred on (B)(6) 2011. Mwr-(B)(4) submitted for adverse event which occurred on (B)(6) 2011. Mwr-(B)(4) submitted for adverse event which occurred on (B)(6) 2013.

Event description:
It was reported by an attorney that the patient underwent ventral incisional hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported the patient underwent an exploratory laparotomy, destruction of intra-abdominal abscess, partial omentectomy and explant of the mesh on (B)(6) 2011. It was further reported the patient underwent an irrigation and debridement of an abdominal wall abscess on (B)(6) 2011. It was further reported the patient underwent a revision of a non-healing abdominal wound on (B)(6) 2011. It was further reported the patient underwent an incisional hernia repair on (B)(6) 2013. It was reported the patient continues to experience severe pain, nausea, infection, abscess, recurrence, scarring, disfigurement, loss of appetite, stress and anxiety. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 2/24/2020.

Manufacturer narrative:
Date sent to the FDA: 08/26/2021.